Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity. It was reported that the patient came to the clinic on friday last week as the low reservoir alarm was occurring. The hcp refilled the pump and updated the reservoir and alarm volumes. However, the patient went home and the pump continued to audibly alarm. Today the patient came back and the hcp called the mdt representative who changed the reservoir volume from 2 to 3 ml and updated the pump. Technical services discussed silencing the alarm and discussed the tab showing on the home screen. Agent asked the hcp if this tab was present now and they stated it was not. Discussed they may have silenced the alarm with the update prior to calling and to keep the patient around the clinic for another hour to make sure it did not audibly alarm. They also checked the pump logs and confirmed no new alarm logs.